Event description:
This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. The device did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrections to all fields. This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. The device did not cause or contribute to a death or serious injury.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress.

Event description:
Roi-a: broken cage. Surgeon has broken two cages during surgery, according to information provided, this event was related to an instrument malfunction. Surgical technique was followed. Additional information was requested. Investigation ongoing.